Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, an evaluation of the device, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted. The customer returned the device hand piece for evaluation. The device passed the probe check. Both switches were functional. Tissue build up was noted at the distal end. The teflon pad was inspected and found to be severely worn and separated from the jaw exposing the metal. No damage to the probe unit was found but charred residue was identified on the probe. The probe was still attached to the device and no breakage was confirmed. All other device aspects were determined to be normal. The DHR review did not identify any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause of the reported event could not be established. From past investigations of similar events, it is possible no tissue was grasped while the device was in seal & cut mode and the tissue pad was heated due to friction between the grasping section and probe tip. It is also possible the tissue pad wore away and the non-insulated area of the grasping section touched the probe tip. The IFU contains the following statements that may help prevent the event from reoccurring: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was initially reported the customer experienced a probe error with a thunderbeat during a total laparoscopic hysterectomy. It was further reported the probe broke off in the patient and was retrieved. As reported, there was no consequence or impact to the patient due to this occurrence.